Event description:
(B)(4). Had intense debilitating cramping the day of implantation of which I got used to using otc pain meds. I could still function unless it was coming up on a period. The cramping and severe blood flow (1 super plus tampon per hr w/ a maxi pad) and became quickly anemic. The lower back pain was intense and made my routine exercise of running unbearable. Which, set up the depression and anxiety that would last for the years to come. I had no idea pain would have such an impact emotionally. Some months, I would have migraines-I did not have that problem in my life. I've had months where the bloating and pain was so bad I would vomit repeatedly. We did not have insurance during those years, but were self-employed